Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The product has been returned and analysis is ongoing. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements via a remote monitoring weekly check. An x-ray was performed which showed this electrode had fractured between the coil and sense b. A procedure was performed to replace the electrode. During the procedure difficulty was experienced removing the superior segment and remained in the patient. A new electrode was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements via a remote monitoring weekly check. An x-ray was performed which showed this electrode had fractured between the coil and sense b. A procedure was performed to replace the electrode. During the procedure difficulty was experienced removing the superior segment and remained in the patient. A new electrode was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination confirmed the fracture and determined it was located approximately 32.5 centimeters (cm) from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.